Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples or photos were provided by the customer for investigation. While a definitive root cause could not be determined, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage other for lot #9056894 item #309653. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: while a definitive root cause could not be determined, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. CAPA#: (B)(4). 60ml leakage past stopper is currently underway to reduce these complaints and because a dv was not completed when bd originally went from 50ml to 60ml. This CAPA involves going from 60ml to 50ml because it will increase the stability of the plunger rod. The spec deviation sd (B)(4) is currently allowing 60ml product to be sold, while also knowing that 60ml product has increased leakage past the stopper. The CAPA and validation/verification for this is expected to be completed by the end of this year. After which, a shelf life study will confirm that the product meets the leakage past stopper requirement over 5 years shelf life.

Event description:
It was reported that leakage occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "we have had several bd 60ml luer-lok tip syringes (ref# 309653) leak immediately after having medication drawn into them.the affected lot is 9056894."